Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in singapore. A patient underwent an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. As reported, the procedure was completed safely and femoral access was closed. No difficulty was found during the insertion of esheath into the patient. Some resistance felt as crimped thv on the commander delivery system was exiting the esheath tip. Upon removal of the esheath, the implanter noted a transverse tear at the tip of the esheath. The torn portion was subsequently ripped off by implanter while investigating the esheath. The system was removed percutaneously as per standard protocol and access site was closed off successfully with proglides. There were no vascular complications. There was no patient injury. The patient outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip torn resistance between system components/difficulty advancing through sheath were confirmed per evaluation of the provided photos. However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the complaint description, 'some resistance was felt as crimped valve on delivery system was exiting the esheath tip. Upon removal of the esheath, the implanter noted a transverse tear at the tip of the esheath. The torn portion was subsequently ripped off by implanter while investigating the esheath'. Per evaluation of the provided device-related photos, the sheath distal tip was shown to be torn. Additionally, the sheath shaft seam appeared to be fully expanded as designed. The failure mode is characteristic of sheath tip tear events identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A pra has been previously initiated to document investigation and assess associated risks for the issue and a CAPA was initiated for investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.